Event description:
The customer reported the system would not boot up. There is no report of pt injury or death

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.